Event description:
It was reported that there was a medical complication/injury; however, the report also indicated that there was no device performance issue. The device was explanted and replaced. Three attempts were made to collect more information regarding the event but no information was obtained. If additional information becomes available the event will be updated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.